Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study process, the olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the reprocessing technique of the technician that reprocessed the scope, however, no in-service was performed as the nurse manager at the user facility declined the in-service. In addition, olympus personnel conducted a review of the sampling technique of the scope sampler and the following observations were noted: the sampler was not wearing proper ppe. Specimen container was dropped on the floor during preparation, but a new specimen container was used. Sampler almost forgot to perform 2nd flushing of the distal end as the sampler had to be reminded. Olympus personnel concluded by informing the sampling staff of the deviations. Olympus will continue to investigate the reported event. If additional, information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being updated to provide the results of third party testing. As part of the post market study, the re-culturing test was performed and found sample was tested negative.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance the referenced tjf study. There were no deviations observed during the oer-pro inspection. Although there were no sampling deviations noted, there was a sink with a water supply near the sampling area and the sampling was not performed in an isolated area. Based on the investigations, it was not possible to conduct the reprocessing procedure review at this site, which is required for a comprehensive root cause analysis. Although the reprocessing procedure review was not conducted, the most probable cause of the reported event could be attributed to insufficient reprocessing due to improper reprocessing procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus was informed that on (B)(6) 2019, the referenced post market surveillance study scope was marked with a "hc (high concern) do not use label" and was stored but was mistakenly returned to service and used on a patient. As part of our investigation, olympus followed-up with the user facility to obtain additional information regarding the patient, procedure and scope but no information has been obtained. Olympus will continue to investigate the reported events. If additional, information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not be determined, however, olympus will continue to investigate. As part of our investigation in this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to investigate the user facility¿s reprocessing practices. If additional information becomes or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured (B)(6) for microorganisms, (B)(6), after reprocessing. There were no associated patient infections reported.